Event description:
A physician reported he had a patient with an allergy to sulfur who was dialyzed with a revaclear dialyzer and developed hypotension and bradycardia. No additional information was provided. The date of the event in section is an estimated date as the actual date of the event is unknown.